Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) is oversensing with episodes occurring only at night. No inappropriate therapy has been delivered, but five non-sustained episodes were recorded. The oversensing could be reproduced after a paced beat with the patient lying on his left side.